Event description:
During a follow-up examination for otitis media in late may 2025, partial extrusion of the right cochlear electrode lead was identified. The hearing performance with the ci was normal, surgical sealing along with implant device replacement was done on (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead after an otitis media. This is a final report.

Event description:
During a follow-up examination for otitis media in (B)(6) 2025, partial extrusion of the right cochlear electrode lead was identified. A complete insertion of the electrode was achieved at implantation. The user has been re-implanted.